Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had giant black arrow on the screen. Customer states also the reservoir icon on pump screen is not registering. Customer states the display did not return to normal the blood glucose level was at unknown. The insulin pump will be returned for analysis.